Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pulse generator, it was found out that it was oversensing noise which led to pacing inhibition. Programming changes were made to resolve the oversensing. The patient was in stable condition.